Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Searching inside the patient's body, discarded gauze, and the floor of the facility, but could not find it. *this inquiry has been cloned once to document 1 product complaint, as mentioned within the event description. This inquiry captures product kd-611l, see inq-459157 for product endoscope. It was reported that during a therapeutic endoscopic submucosal dissection (esd) procedure, the single use electrosurgical knife distal end fell off when the knife emerged from the endoscope distal end. A search inside the patient's body, discarded gauze, and the floor of the facility was conducted but the broken part could not be found. The procedure was changed to and endoscopic mucosal resection (emr) procedure using a snare. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd) procedure, the single use electrosurgical knife distal end fell off when the knife emerged from the endoscope distal end. A search inside the patient's body, discarded gauze, and the floor of the facility was conducted but the broken part could not be found. The procedure was changed to and endoscopic mucosal resection (emr) procedure using a snare. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: b5. Olympus will continue to monitor field performance for this device.